Manufacturer narrative:
(B)(4). Date sent: 4/6/2021. D4: batch # u5d229. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one ecr60b reload (a) loaded on the device. The reload was received fully fired. Additionally, another ecr60b reload (b) was received fully fired, and with several b-formed staples on the cartridge deck, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in a sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. During the visual analysis of one photo, the following was observed: the photo shows a device from top view with a blue reload loaded and with the anvil and closured trigger in open position. Also, a blue reload near of the device can be seen fully fired. The condition of the device could not be assessed. Based on the photo the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open total gastrectomy, the deployed staples were deformed and broken at the second firing on the gastric body. No piece broke off of device, there was no issue with jaws of device or closing trigger/firing trigger, and there were no noise issues. Additional hand suturing was performed to complete the case. There was no change to procedure and there were no adverse consequences to the patient. Patient is stable. No further information is available.